Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the hf sensor implant procedure the physician felt resistant while advancing the delivery catheter to an intended location. The physician tried troubleshooting to no avail. As a result, the physician requested a new delivery system and exchanged the guidewire.